Manufacturer narrative:
Event occurred on an unknown date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was coming out of the top of the homechoice cassette door. This event occurred during set up when priming. There was no patient injury or medical intervention associated with this event. No additional information is available.